Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient. For the second device used on the same patient, see MDR: 3013394970-2018-00442.

Event description:
The user facility reported the backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was then removed and replaced by another angio-seal device to continue the hemostasis procedure. However, backflow of blood was not observed in the second device as well. Manual compression was then applied, and hemostasis was successfully achieved by manual compression only. The procedure before hemostasis was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 5 mm. The size of the sheath ancillary used was a 6 fr. Slight symptom of calcification of the blood was observed in the puncture site. Blood loss was less than 250cc, and there was no health damage to the patient. There were no other devices or equipment used with the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6 fr angio-seal sts was returned for product evaluation. The guidewire, the hemostasis sheath mated with the arteriotomy locator, and the carrier tube assembly were returned. No other accessory components were returned. The hemostasis sheath mated with the arteriotomy locator were inspected under microscopy for any anomalies which would have led to no backflow being observed. The arteriotomy locator was properly seated in the hemostasis sheath and no deformation was noted within the device especially around the blood inlet holes. The device was then subjected to fluoroscopy where a blockage was noted. The device was subjected to functional testing by inserting the returned guidewire into the mated sheath and dilator. The dilator was able to be loaded onto the guidewire. Resistance was initially encountered, and further inspection revealed that dried bloodlike substance was present within the device. Measurements of the device were taken. The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.055" which was within specification of 0.056" +/-0.002". The inner diameter of the hemostasis sheath was measured to be 0.037" which was within the specification of 0.038" +0.004/-0.002". All measurements taken were within specification. There is no evidence that this event was related to a device defect or malfunction. The complaint cannot be confirmed. No anomalies were noted with the device from visual inspection. A blockage was noted under fluoroscopy; however, the blockage was dried bloodlike substance and the device was able to be loaded onto the guidewire. The device also met dimensional specifications.